Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for unknown use. It was reported that the patient had their stimulator replaced. They got two shots in his hips and are going to have hip replacement surgery. Patient has pump implanted as well. The patient said they are pleased with the stimulator. No patient symptoms or complications were reported in this event.